Manufacturer narrative:
(B)(4). The analysis results found that the h12lp device was returned with one olive latch broken and the locking cam out of position; both inside a sample bag. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the obturator could not be inserted into the outer sleeve in the 1st device. Also, the tip of the outer sleeve was scratched. The adjustable locking cam was broken off in the 2nd device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.